Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) device was generating beeping tones and displayed a 'warning: a pulse generator fault' message. Diminished r-waves and pacing impedance and increased pacing thresholds were also noted.